Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device has not been previously returned for service. The database showed no quality notifications were opened for the device.. The customer stated that there was no patient involvement. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
Bd quality advocate, the following case has been opened in salesforce and marked as a complaint or product discrepancy. Please review the following details and click the link below to review the case itself. (B)(4). Asset: 8100 pump module v8.5.29.0. Case description: customer called experiencing error code 242.4030 on their 8100 (sn: 13021469). Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: customer was viewing error code in error logs. Customer was able to perform a basic infusion indicating a mechanical issue. Recommended customer replace the bezel assembly, or send in for repair. Customer will call back with a purchase order to send in unit for repair. Ended call.